Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device moved as the patient's tissue was really elastic. Examination on (B)(6) 2022 found that the device was moving in depth but the patient didn't want a new intervention. Examination on (B)(6) 2022 found that the device was more in depth and the patient had a problem with recharging/recharging was complicated so a repositioning was performed on (B)(6) 2022. The event was ongoing. The device diagnosis was neurostimulator migration. The etiology was related to the device or therapy, specifically to the ins, and not related to the implant procedure. The patient's age at consent was 42 years. No symptoms were reported.

Manufacturer narrative:
G2. Foreign: switzerland. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome was updated to resolved without sequelae (B)(6) 2023. Interventions was updated: repositioned ins on (B)(6) 2023 - event resulted in the following: unscheduled clinic or office visit /. Diagnostic method was updated to examination. Specify results: device moved again, and the charge was difficult to do decided to change the devices location. Date of test: (B)(6) 2023. The following was updated to signs / symptoms: on the (B)(6) 2023 examination of the patient¿s device which had moved again, and the recharge was not good. They had lost a lot of weight so it was decided to change its place and move it to the flank so that it would not be in elastic tissue anymore and avoid the movement of the device.